Manufacturer narrative:
E1: initial reporter address 1: (B)(6) university.e1: initial reporter phone:

Event description:
It was reported that the tip was broken. A 3.0 cm x 15 cm leveen? Superslim? Needle electrode was selected for use in a procedure. During preparation outside the patient, the "tip end was broken and leaking liquid." The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable. Additional information has been requested to confirm that the allegation was reported on the correct product; however, there has not been any further information obtained at this time.